Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During implantation of the femoral head screw, all 4 tacks of the screwdriver broke apart. Replacement was available.

Manufacturer narrative:
The reported event that lag screwdriver gamma3® 380x110mm was alleged of issue (screwdriver, broken, worn or deformed) could be confirmed, since the device was returned for evaluation and matches alleged failure mode. Device inspection revealed the following ¿ the lag screwdriver, the inner rod and the compression wheel showed significant traces of an intense and frequent use. All of the four pegs of the lag screwdriver received was found to be completely broken off. The broken off pieces were not returned. The breakage surface showed the typical structure of a forced, ductile fracture due to overload. Thus, based on the inspection of returned product the possibility cannot be excluded that the device was damaged considerably during previous surgeries. Such damage should have been detected during the pre-operative inspection as mandated by the instructions for use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that if any further information is provided, the investigation report will be updated.

Event description:
During implantation of the femoral head screw, all 4 tacks of the screwdriver broke apart. Replacement was available.